Event description:
Pt was taken for emergent cardiac catheterization, at closure cardiologist attempted to advance a perclose device, it could not advance and unable to remove. Removed wire and called vascular surgeon to see pt. Device removed in surgery, discharge within 48 hrs to home, home health services. The feet on the device was opened but when the cardiologist tried to retract it, so he could remove the wire and device, the feet would not retract. The cardiologist performed another procedure right after this procedure and used a duplicate device and had no issue with the device.